Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sensing and pacing issue with the implantable pulse generator (ipg). The cardiac physiologist suspected a lead displacement problem, and there was a polarity switch due to high impedance. The ipg was removed and replaced during a lead revision. A chest x-ray was performed, and the lead appeared to be in a good position. No further information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.